Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s spouse reported via phone call that the insulin pump was not working properly. Customer¿s blood glucose level was unknown. Troubleshooting was declined. The insulin pump will be returned for analysis.